Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages their diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine; however, at an unspecified time, stated he took an increase dose from 8 units to 10 units of insulin. The patient reported blood glucose results of '70 mg/dl' with the subject meter and '110 mg/dl' on another meter, performed within 30 minutes of each other. The results fell outside expected values for meter to meter accuracy testing. Prior to the start of the alleged issue, the patient claims he felt a symptom of dizziness. The patient did not specify any additional treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "dizziness" does not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.